Event description:
The pt was diagnosed with severe congenital pes plano valgus deformity bilaterally prior to the corrective surgery. The pt was experiencing tiredness and pain in both feet. The pt was unable to participate in sports or be active. According to the physician of the original operation, conservative measures were attempted to alleviate the symptoms, out failed. The prescribed treatment was percutaneous tendo-achilles lengthening and subtalar joint arthroereisis with implantation of the subtalar mba implant on each foot. The subtalar mba implant was implanted in 2002, into the left foot. Postoperatively, the pt received a prescription for tylenol with codeine elixir one teaspoon every four to six hrs as needed for pain. The pt was to remain strictly non-weightbearing and use a pediatric wheelchair for transportation. On approx seven and a half months later, the pt was admitted with a diagnosis of symptomatic implant with dislocation left subtalar joint. The pt began complaining of pain. X-rays were obtained and clinical evaluation both revealed lateral migration of the implant within the subtalar joint, therefore the pt's foot began to pronate and became symptomatic. A procedure was done to relocate the subtalar mba implant. This MDR is related to MDR #3004608878-2007-00040.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.